Event description:
Boston scientific recieved information stating: elevated threshold the atrial threshold was elevated above 2000 ohm. We changed the atrial pacing amplitude from 2v to 5v. Information provided by (B)(6), r.n. (B)(6) (fax) event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).